Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed insulin flow blocked. The patient's blood glucose increased to 480 mg/dl. During troubleshooting it was confirmed that the reservoir was empty. The customer was advised to change the reservoir. Further troubleshooting was declined. The insulin pump was not returned for analysis.